Manufacturer narrative:
The ilet DHR review confirmed the device met all manufacturing specifications prior to release. The ilet log review showed the device was performing to specification. There is no ilet causality observed. Consistent with the reported "brief sensor alerts", on the day of the event, there are multiple sensor alerts triggered by the g7 sensor which may have contributed but not confirmed, to the event. Should further, relevant information become available, a supplement report will be submitted.

Event description:
On (B)(6) 2025, the patient's daughter called to report that the patient experienced a severe low blood sugar episode yesterday afternoon, requiring ems assistance. Prior to the event, the patient's blood glucose had been very high (over 400 mg/dl) since the night before. Around 2 pm, the daughter went to the patient's house and changed the supplies. While performing the site change, the daughter noted that the cannula was bent when she removed the old infusion set. Insulin delivery resumed afterward, but bg levels remained high, and the ilet continued delivering correction doses. Following the site change, the daughter noticed recurring "brief sensor issue" alerts. Later, the patient's husband observed that her bg dropped rapidly and she became incoherent. He gave her glucose tablets and called ems. Ems administered glucose gel and later IV glucose and fluids. The patient's bg was 12 mg/dl at the time. The patient was admitted to the hospital for observation and remains there due to high blood pressure and low internal temperature.